Event description:
Patient reported he had an allergic reaction to the infusion set. Patient does not recall how long ago the reaction occurred. Patient stated he went to the doctor and was told he was either allergic to the adhesive or the steel cannula; was given antibiotic and salve to treat the reaction. Patient no longer has the alleged infusion set. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.